Event description:
It was reported that the mega suturecut needle driver instrument had broken cables. The initial reporter was unable to provide additional information. Intuitive surgical, inc. (Isi) contacted the user facility to obtain more information about the complaint but was not able to obtain any details.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub does not exhibit any wear. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable could cause or contribute to an adverse event if the failure mode were to recur.